Event description:
See section h, number 6 for investigation updates.

Event description:
See section h, number 6 for investigation updates.

Event description:
The patient experienced urinary retention.